Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The following are reported possible batch numbers: batch pah178 mfg date: 1/13/2019, exp date: 12/31/2023. Batch par913 mfg date: 1/10/2019, exp date: 12/31/2023. In addition, a manufacturing record evaluation was performed for the possible finished device lot numbers of pah178 and par913, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the device issue occur? During handling (before use on patient) or actual suturing? Unknown. Which lot was involved in this procedure pah178 or par913? As both were used it is unknown. Procedure name kit,thoracic outlet syndrome (o22b )207 how was case completed? Unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture needle was releasing too quickly. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.